Manufacturer narrative:
Unit was received with missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack on the reservoir thread. The caller did not know how the damage occurred. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.